Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The probable cause of the event was due to contaminated lines.

Event description:
On (B)(6) 2016 the customer reported precision issues with their aia-360. Technical support (ts) advised the customer to decontaminate the analyzer. The wash probe tip was last cleaned on (B)(6) 2016 and new wash solution made on (B)(6) 2016. The customer stated that they ran over fifty samples daily and had never decontaminated the analyzer. Ts provided the customer training on the decontamination process which resolved the issue. No further action was required. The reported event may have resulted in discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.